Event description:
Customer reported differential results were not generated on any samples when using the coulter lh 500 hematology analyzer. The customer reported differential results from a morphological slide review on all samples involved in the event. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed a faulty stablelyse pump. The fse replaced and adjusted the stablelyse pump resolving the issue. The fse also replaced the sample line from the bsv (blood sampling valve) to the mixing chamber as incidental service. Failure mode was identified: failure mode is related to a faulty stablelyse pump. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to generate erroneous differential results due to compromised stabelyse delivery to the differential mix chamber. Labeling evaluation: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).